Event description:
It was reported that a female patient underwent revision breast augmentation with a 475cc mentor smooth round moderate plus profile and experienced breast implant deflation, and capsular contracture; baker grade unknown on her left side postoperatively. The patient underwent bilateral explantation and replacement with mentor saline devices on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation, and capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 26, 2022, the mentor failure analysis lab received two device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. After multiple follow-ups, both lot numbers received have been added to field d4 on this form. Once additional information is received, and left side device has been verified, a supplemental report will be submitted. Field d4 for catalog number has been updated to "3502425." Field d4 for lot number has been updated to " 9514024 / 9512448." Field d4 for unique identifier( UDI) has been updated to "(B)(4)." A manufacturing record evaluation was performed for the finished device 9512448 number, and no non-conformances were identified. Manufacturing date: october 19, 2020. Expiration date: october 15, 2024. A manufacturing record evaluation was performed for the finished device 9514024 number, and no non-conformances were identified. Manufacturing date: october 22, 2020. Expiration date: october 21, 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. Additionally, the patient developed capsular contracture. Both returned devices (lot #9514024, lot #9512448) were analyzed because it could not be determined which one is the suspect medical device (no identifying information provided). The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned devices. Visual analysis of the returned samples revealed that no damage or anomalies were observed on either breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis on either breast implant. The event described could not be confirmed as the breast implants were returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the devices that could not be replicated during the laboratory analysis. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).